Event description:
A nurse reported that fine metallic dust has gone into the eyes of 3 pts while using blades during cataract surgery. Outcome of these events is unknown at this time. This pt is being reported under MFR's report #2523835-2007-00002. The other 2 events are being reported under MFR's report #: 2523835-2007-00001, 2523835-2007-00003.

Manufacturer narrative:
Determination of root cause: assessment: the returned product was examined and appeared to be covered with procedural residue; however, no metallic dust was found. The manufacturing process does not utilize a grinding process and the knives are washed numerous times. Also, the manufacturing process does not use coatings of the knives. Therefore, it is very unlikely that metallic dust would be on the blades due to the manufacturing process. Conclusion: the root cause of the metallic dust could not be determined.